Event description:
The procedure was a robotic assisted total laparoscopic hysterectomy in which the fenestrated bipolar forceps malfunctioned. The instrument failed at life 6 out of 14. The instrument appeared frayed and was quickly removed for the patient's abdomen with no obvious complications per the surgeon.